Event description:
Target was informed that during an "avf" procedure 4 coils were deployed through a fas tracker - 18 catheter. The physician had found that the tip of the catheter had disappeared. The physician believed the catheter tip may have been embolized with the coils. This event had no impact on the pt's health.